Event description:
It was reported that the physician managed to reach the lesion using a pilot 50 guide wire. The physician wanted to stent the lesion. According to the physician, after spending some time trying to reach the lesion with the stent, he gave up. The guide wire showed very bad trackability. The physician saw that the guide wire was bent after it was taken out of the pt. There was no incident detected while unpacking. Only the multi-link 8 was pulled out and replaced with another. There were no adverse pt effects reported. Though requested, no additional info was provided. The returned device analysis revealed a separated hypotube, which was confirmed to have occurred in the pt during advancement in the artery. No intervention was required.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood in the guide wire lumen and on the shaft; there was no contrast visible. The stent implant was stationary on the tightly folded balloon between the markers. There was no damage noted to the stent implant. This is consistent with the sds being used in the pt and not inflated as reported. The analysis did not confirm the difficulty positioning the sds over the guide wire as a new guide wire was backloaded through the returned sds without resistance. The guide wire used in the procedure was not returned, which would have aided in the evaluation. The inner diameter of the tip past the proximal seal and the guide wire exit notch were measured with a pin gauge and met manufacturing criteria. The analysis also noted that the hypotube was separated 20 cm distal to the strain relief tubing. The fracture faces were ovaled shape as if kinked prior to separating. The hypotube jacket was separated at the same location. The jacket material at the separation was stretched and jagged. In this case, it is likely that the noted hypotube separation to the stent delivery system is a result of pushing/pulling against resistance while attempting to advance within the moderately calcified lesion. If the sds is not properly supported during pushing or advancing against resistance, it may cause the shaft to kink. Once the shaft is kinked, and upon straightening, the hypotube material could separate. There was no damage noted to the product prior to use, suggesting that the damage likely occurred during the procedure. The rx multi-link 8 instructions for use states, "should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components." The analysis also noted clear fibers entangled in the struts of the proximal end and the middle portion of the stent implant. The noted fibers on the stent implant appear to be related to wiping the product down prior to return, and does not appear to be related to the reported difficulties. The reported inability to position and the noted hypotube separation appears to be related to operational context of the procedure and a conclusive cause could not be determine for the noted fibers entangled in the struts, but there is no indication of a product quality deficiency. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint. All stent delivery systems are 100% visually inspected during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release.